Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels. Her doctor changed the basal rates but she experienced more low blood glucose levels. Customer's blood glucose level dropped as low as 34 mg/dl. The paramedics were dispatched as a result of her low blood glucose level. The customer treated her blood glucose level with food and glucose tablets. The customer was hospitalized last month and last thursday. The paramedics gave her glucose for IV and they brought her a sandwich. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.